Event description:
It was reported that an ilet user received alert 38 indicating a motor stall during rewind and priming, and the device displayed unable to proceed; the user was instructed to stop using the pump and revert to backup therapy, and a replacement pump was dispatched. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy with use of backup insulin management, with no medical intervention reported. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.